Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-94 alarm was found during the alarm log review and functional testing. This alarm is related to the reported condition of a damaged battery. The damaged battery was found during visual inspection. The cause of the reported issue was determined to be a damaged and burnt power cord which prevented the battery from charging correctly. The device was removed from service due to a lack of spare parts for repair. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged battery. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.